Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The device was returned by the sales rep without any information of allegation of malfunction against the device. However, during evaluation at the service center the device was found to have a short in the cable. Hence this complaint can be confirmed. The cable was found to be defective upon evaluation. However, the repair of the device was declined by the service center and was placed into long-term hold. Given the information provided we cannot discern a definitive root cause for the defective cable. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that the micro tornado hp w hand control had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There were no reports of a delay in the surgical procedure. It was not reported if a spare device available for use to complete the surgery. There were no reports of injuries, medical intervention or prolonged hosp available, a supplemental medwatch will be submitted accordingly.